Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial component was grossly loose, easily removed, with little to no cement. He noted the femoral component appeared to be stable with no loosening, so opted not to revised. The patella was not revised. The patient was implanted with a competitor tibial component and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (rt knee).